Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the light source goes into standby intermittently.

Event description:
It was reported that the light source goes into standby intermittently

Manufacturer narrative:
Alleged failure: light source goes into standby intermittently. During the surgery light is on and working; all of a sudden image is black due to no light. Verified light cable was seated fully. (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root causes are bad main board, a bad reed switch on the light cable. The unit will require calibration. The unit shutting down did not occur during an over night test. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.